Manufacturer narrative:
The elecsys probnp ii reagent lot number is 84169205, with an expiration date of 30-apr-2026. The customer inspected the reagent pack and found bubbles within the magnetic beads bottle. The field service engineer (fse) inspected the analyzer and found that the bead mixer was misaligned, preventing the uniform agitation of the magnetic beads and allowing the formation of air pockets (bubbles). He adjusted the bead mixer paddle, verified its function, and performed a successful qc run. The customer did not report any other issues after the service. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter received a questionable elecsys probnp ii result from one patient sample tested on the cobas e 411 analyzer (disk system). The initial result was 385.9 pg/ml. The repeat result was 21724 pg/ml. The repeat result was deemed correct.